Event description:
The customer reported unable to acquire v1 on 12 lead. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire v1 on 12 lead. There was no reported adverse patient impact. The philips field service engineer evaluated the device and found the trunk cable had failed. The trunk cable was replaced to resolve the issue. The device passed all performance assurance testing and was returned to use. We will consider this a malfunction of the trunk cable where v1 could not be acquired on a 12 lead ECG.